Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR#: 2134265-2011-00633. (B)(4). It was reported that post a coronary stenting treatment procedure ischemic symptoms and stenosis occurred. In (B)(6) 2008 a percutaneous coronary intervention (pci) was performed to treat two lesions. The first lesion located in the proximal left circumflex artery had a reference vessel diameter of 2.60mm and length of 12.9mm and 52% stenosis. The lesion was treated with predilatation and deployed a 2.75x12mm taxus express2 stent. Post dilatation was not performed. Residual stenosis was 22%. Timi flow improved from 2 to 3. The second lesion was located in the 2nd obtuse marginal branch with reference vessel diameter unknown and lesion length 32.6m with 99% stenosis. This was treated with predilatation and deployed a 2.50x24mm taxus express2 stent and a 2.50x12mm taxus express2 stent and then post dilated. Residual stenosis was 18%. Timi flow improved from 2 to 3. A non bsc stent was deployed to treat a lesion located in the left main coronary artery. The patient was discharged with out complications the next day on bayaspirin and ticlopidine. In (B)(6) of 2010, stenosis and ischemic symptoms in the 2nd obtuse marginal branch were confirmed and a pci was performed. The lesion had a reference vessel diameter of 2.80mm and length of 38.6mm and was 99% stenosed and was treated with poba. Residual stenosis was 48%. Timi flow 3 kept through the procedure. No further patient complications were reported and the patient was discharged the next day.